Manufacturer narrative:
Review of complaint activity associated with the complaint lot identified normal complaint activity. Review of tracking and trending reports for the architect sars-cov-2 igg assay, lot number 16253fn00, did not identify any related trends. Return testing was not completed, as returns were not available. Specificity testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 16253fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lots were reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect sars-cov-2 igg assay was identified. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
Patient identifier complete entry sample ID (B)(6), an (B)(6)-year-old female, sample ID (B)(6), a (B)(6)-year-old male. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r86-22 that has a similar product distributed in the us, list number 06r86-20.

Event description:
The customer observed false positive sars-cov-2 igg results for two patients on an architect i2000 analyzer. The following data was provided (>/= 1.4 index (s/c) is positive, <1.4 index (s/c) is negative): sample ID (B)(6), an (B)(6)-year-old female with a high fever, initial result, tested on (B)(6) 2020, was 1.49 index (s/c), repeated, using snibe maglumi igg reagent, was 0.032 (<1.00 is negative); ux card biotech result was positive. Sample ID (B)(6), a (B)(6)-year-old male with no covid-19 symptoms, initial result, tested on (B)(6) 2020, was 2.08 index (s/c), repeats were 2.11, 2.14 index (s/c), the result on the maglumi igg reagent was 0.03. Both specimens were negative for igm using the maglumi reagent. There was no impact to patient management reported.